Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had magnetic resonance imaging (MRI). It was further reported that after the MRI the right ventricular (rv) lead and right atrial (ra) lead impedance measurements were unable to be obtained from the implantable pulse generator (ipg) temporarily. The device remains in use. No patient complications have been reported as a result of this event.